Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy was not firing from both of the bipolar ports. The customer was facing the issue near the end of the procedure and the surgeon preferred to complete the procedure using only monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found no errors related to the reported event. The customer did not replace the bipolar energy cable prior to contacting isi technical support. The customer confirmed that the icon on the integrated electrosurgical generator unit (iesu) was related to the bipolar ports, and it displayed the number of the arm where the instrument was installed and not a question mark. The customer tried to use both bipolar ports on the iesu. When the bipolar energy pedal was activated from the surgeon side console (ssc), there was no energy activation, no notification on the erbe, and no error. The monopolar energy worked fine for both cut and coagulation. The tse asked the customer to press all the energy pedals on the ssc in order to verify the pedals functionality in the logs. The tse confirmed that all the pedals worked fine. The tse asked the customer to set up the power on the second bipolar port of the iesu and try to activate energy using the laparoscopic pedal on the vision side cart (vsc). The customer had the same issue and nothing happened when the pedal was pressed. The tse asked the customer to reboot the iesu, check all the iesu connections, and use the laparoscopic pedal again. The customer stated that the issue persisted. The procedure was completed robotically with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical generator unit (iesu) due to bipolar energy was not firing. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the isi product. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed but the reported failure could not be reproduced. The iesu energized, cauterized, and all of the ports recognized the instruments. There were m-0b and m-31 errors in the error log. The iesu had no significant scratches or dents and the front bezel was not cracked. The iesu was in good condition. The complaint was not confirmed based on failure analysis.